Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to fluid loss. The source of the fluid loss was unknown. The patient did not experience complications related to the device.